Event description:
The surgeon reported that the treatment beam was coming back into her eyes during laser treatment. Multiple attempts were made for more info on the event and surgeon status with no response.

Manufacturer narrative:
The co service rep examined the system and found a damaged slit lamp fiber and a crack in the laser indirect. Ophthalmoscope (lio) output glass. The fiber was replaced. The crack in the output glass of the lio was not related to this complaint, since the surgeon was not using the lio at the time of the reported event. The system was tested and met all product specifications. The co sales rep reviewed this complaint with the technical support specialist and was informed there is no safety issue. A "green glow" may be seen when the laser is fired but this "green glow" would not affect vision. This info was reviewed with the surgeon by the co sales rep. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes avail.